Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed, nor any defects which would lead to the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. An image was evident on the monitor when the device was connected. The device evaluation found the following defects: insertion tube orientation was out of alignment. Left and right angle straining. A comprehensive leakage check was completed, the device was not leaking. The plug body was dismantled, the moisture indicators have not been triggered no fluid ingress was evident within the plug body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported that the evis lucera elite colonovideoscope produced e315 endoscope communication error code (incompatible scope). The issue was found during preparation for use in an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.